Manufacturer narrative:
E1: establishment name - (B)(6). The device was returned to olympus for inspection and the event was not confirmed. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during inspection for use for a diagnostic procedure, the bronchovideoscope exhibited error code e315. There were no reports of patient harm.